Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a xdcr (transducer)error occurred on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.